Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that no insulin exited the cartridge tubing and the occlusion alarm did not announce. Customer's blood glucose was in the 600's (mg/dl) which was addressed with manual injections. Reportedly, customer declined further troubleshooting.